Event description:
Customer uses product to hold insulin infusion set, places iv3000 on skin, inserts needle through dressing, then places ported dressing on top, then applies another iv3000. When iv3000 gets wet, top dressing comes off and infusion set dislodges.